Event description:
It was reported that stimulation was intermittent for the last 4 mos. Pt symptoms and device troubleshooting were reported. A f/u report will be submitted if add'l info becomes available.